Manufacturer narrative:
The device was received by the resmed technical service center located in bremen, germany for evaluation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was not returned to the resmed design house for investigation. Based on investigations of similar complaints, it was determined that the device failure to start was due to the power off software configuration when the device is in the standby mode and not in use. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).